Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had bent cannulas with their infusion set. Customer reported they were unable to receive insulin from the bent cannulas. It was also found the customer had to go to the emergency room to seek treatment for their high blood glucose. Customer's blood glucose was 500 mg/dl. The customer was able to treat their blood glucose with manual injections. Customer was advised of the cause behind their bent cannulas. The customer's infusion sets will be replaced. No additional information provided.